Event description:
Enteral tube feeding was spiked into the central IV line. It was noted right away by a nurse and the infusion was stopped. The line was aspirated. An estimated 25cc was infused. Review of the event noted easy spiking into IV port indicating possible need for bag and tubing redesign.